Manufacturer narrative:
The reported complaint was not confirmed as the complaint device was not available for manufacturer evaluation. As such, a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. A records review was performed on the reported lot. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances identified during the manufacturing process which could be associated with the reported event. In addition, the batch record review confirmed the labeling, material, and process controls were within specification. The lot passed all release criteria. Review of the batch production record (bpr) did not reveal a probable cause for the customer complaint.

Event description:
A user facility¿s patient care technician reported that a patient experienced blood loss while undergoing hemodialysis (hd) therapy. The following details were provided. The machine alarmed blood leak at the initiation of treatment. Treatment was stopped. A test strip confirmed the presence of blood in the dialysate. The patient¿s blood was not returned. The patient completed treatment with a new set-up on a different machine. The estimated blood loss (ebl) was approximately 150 milliliters (ml). There was no patient adverse effect and no medical intervention required as a result of this event. The patient¿s post treatment condition was fine. No malfunction of the machine was observed or identified, prior to, during, or following the hd therapy. The machine alarmed appropriately. The dialyzer is available to be returned to the manufacturer for evaluation.